Manufacturer narrative:
Implant date: 1992, exact date was not provided. The device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the reported aortic regurgitation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Several attempts to obtain additional details on the event and product have been made, however, no further information has been provided. Should new information be received, a supplemental MDR will be submitted.

Event description:
Edwards received information that this 23mm pericardial aortic valve, implanted approximately twenty two (22) years, exhibited moderate to severe aortic regurgitation with a flailed leaflet. A 26mm valve was placed during valve in valve procedure and patient outcome was reported to be stable.